Event description:
The customer reported to beckman coulter (bec) obtaining erratic high hemoglobin (hgb) results on patient samples run on the coulter lh 750 analyzer (instrument 1) compared to results from the same sample run on another lh750 instrument (instrument 2) which were considered correct. On (B)(6), a patient sample (patient 2) was analyzed on instrument 2 and produced a high mean corpuscular hemoglobin concentration (mchc) and mean corpuscular volume (mcv). The customer stated that per laboratory protocol, a sample recovering mchc of 38 g/dl and greater must be incubated and rerun. The rerun was performed on the lh750 (instrument 1) and there were higher hgb and hematocrit (hct) and lower platelet (plt) recovered, without instrument generated flags, compared with the initial run on instrument 2. The patient sample was rerun without being pre-warmed on instrument 2 which yielded hematocrit and hemoglobin (h&h) check failure and mchc of greater than 38 g/dl. The sample was incubated again per laboratory protocol and the final rerun was considered correct and correlated with manual differential results. Per the customer, this patient has a history of low plt, which correlated with the manual estimate. The erroneous results were not reported outside of the laboratory. There was no death nor injury or change to patient treatment attributed to this event. This MDR is to report patient results generated on (B)(6) 2013, by the lh 750 analyzer, serial number (B)(4), identified as instrument 1. The customer requested service as another patient exhibited similar high hgb and hct issue the previous day ((B)(6) 2013) which is reported under MDR 1061932-2013-01782.

Manufacturer narrative:
The sample run was a 5 ml edta vacutainer tube that was stored at room temperature and run soon after collection. Controls preceding the event were within specifications; however, the customer stated that there was no control runs performed after the incident. A beckman coulter field service engineer (fse) was dispatched to the customer site. The fse was not able to reproduce the reported problem. The fse ran reproducibility tests, quality control and affected patient samples which yielded the correct results. The fse stated that there was no active leak observed as previously documented in the report; however, the fse found salt residue buildup from a possible previous white blood cell (wbc) bath leak around the wbc apertures, wbc mixing bubble (used in both the wbc and red blood cell (rbc) baths to mix the dilutions) and wbc bath check valve (cv-8). The fse replaced tubing, check valve and all aperture o-rings and the wbc bath. The fse also replaced a faulty clenz pickup tube as part of incidental maintenance. The failure mode was possibly related to salt residue buildup from a previous wbc bath leak.